Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the left ventricle using a ruby coil and non-penumbra microcatheter. During the procedure, a ruby coil could not be advanced out of the introducer sheath into the microcatheter. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.